Event description:
The customer stated that the architect c8000 analyzer misread a sample barcode. The ID scanned as au*525251 instead of au0525251. The result did not transfer to the host due to the *. There was no impact to patient management.

Manufacturer narrative:
The customer stated that the architect c8000 analyzer misread a sample barcode. The ID scanned as aux525251 instead of au0525251. Customer complaint data was reviewed and no adverse trends were identified. The sample barcode reader was configured for code 39. Checksum was not enabled. A review of the image of sample barcode label au0525251 determined the barcode label placement exceeded a vertical angle of five degrees. A comparison of the barcode symbology determined the characters 0 and x have the exact same bar pattern. The only difference between the two characters lies in the space pattern between the bars. The false read was likely the result of the label, sample tube, or barcode reader being skewed in a way that allowed the reader to interpret the 0 as an x. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.